Event description:
The customer reported that the system sounded an alarm tone after release of the exposure switch and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.